Event description:
One patient was placed on the continuous ambulatory delivery device (cadd) for patient-controlled analgesia (pca) with a morphine infusion cassette containing 50mg morphine sulfate in 50ml sodium chloride with a concentration of 1mg per 1ml solution. The pump was set to deliver 4mg (or 4ml) of medication per hour. The pump display showed that the medication was infusing throughout the day and in the afternoon, the pump displayed that there was only 3ml left in the cassette. The nurse went to change the cassette to replace with a new one. Upon wasting the residual narcotic, the nurse discovered that instead of the expected 3ml waste, there was actually 46ml left in the cassette, or in other words, the cassette was full and no medication infused throughout the day. Another patient was placed on a cadd pca with a hydromorphone 50mg in 50ml cassette programmed to deliver a pca dose of 0.9mg (or 0.9ml) with a lockout interval of 15 minutes and no continuous rate. The nurse changed the cassette when the pump display showed there was only 5ml left in the cassette. When the nurse went to waste the residual narcotic in the cassette, it was discovered that there was 50ml of medication left in the cassette instead of the expected 5ml waste. Pharmacy was notified and a new cadd pca pump with new tubing was started. Manufacturer response for infusion pump, cadd-solis pump (per site reporter): to return the original equipment to manufacturer for evaluation and repair.